Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error e327, rainbow, frozen and no image during a diagnostic colonoscopy procedure, involving an olympus colonoscope. The procedure was completed with an olympus backup device. There was no patient injury reported.